Manufacturer narrative:
The product was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. Please note the manufacturing site has now closed; however, investigation will be completed by designated quality assurance teammates. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
The customer reported foreign material that contaminated the sterile field. The particles look like small pieces of cardboard. The foreign material fell out of kidney custom procedure tray that was included within surgitrack convenience kit. The impacted patient was the recipient of a transplant, the patient was in critical care and on a pump. The time-frame was limited for when they needed to have procedure completed. There was a twenty minute delay in procedure as a result of the incident.

Manufacturer narrative:
No sample was available for evaluation. The device history record was reviewed for the production lot and found all documentation was conforming. Debris would only be detected should the debris be visual during the folding and assembly process. Folded components are not unfolded as part of the visual verification of kit components. During assembly process, kits are inspected based on ansi / asq z1.4, level s3, aql 1.5% criteria. In this case 18 kits were inspected and found to be conforming. There were no nonconformances documented during production or issues documented which may contribute to this incident. All inspection criteria were completed and found to be passing per production record documentation. The debris was likely isolated and overlooked during assembly process. All product is de-cased in the ante room or warehouse prior to product entering the assembly room. Humidity and temperature monitoring processes are in place at the manufacturing site; however, these would not be a factor in this type of failure. Teammate ppe (gowns or scrub requirements, including head covering and shoe cover) process procedures place at manufacturing locations to help minimize risk of debris introduction to assembly environment. Cleaning procedures (including wiping down assembly tables) are incorporated as part of process procedures. Cleaning records for lot assembly have been reviewed and found to be conforming. There are three complaints for acs mci site which involve allegations of cardboard within kits. This does not rise to the level of a positive statistical trend. Note: acs kansas city (mci) location was closed as of 12/13/24. No actions will be taken at this time as this appears to be an isolated complaint and the acs kansas city location has closed; therefore, no teammate retraining or awareness is warranted. This product incident is documented in the complaint database and identified as complaint comp-sup-25-00140. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.